Event description:
S/p bilateral subglandular inframammary 230cc heyer-schulte gel implants for augmentation. Pt has no c/o regarding implants except left is slightly firm (right was also, but had history of firm compression on mammogram, softening immediately). Pt has been developing progressive systemic complaints including chronic fatigue, arthralgias (wrists, hands, back), myalgias, electric feeling radiating down upper medial arms, memory loss, and some cystitis symptoms. Work up by rheumatology, negative except MRI positive for suspicious leakage in left breast.